Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the patient allegedly obtained back to back blood glucose results of "22 and 136 mg/dl" on the subject meter. Based on statistical methodology the calculated difference of these two results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The alleged issue was not resolved with troubleshooting and replacement product was sent to the patient.

Manufacturer narrative:
(B)(4): the test strip vial was return with more test strips than the count printed on the vial. The test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.